Manufacturer narrative:
The astral external battery was returned to resmed for an investigation. A review of the device data logs and performance testing could neither confirm nor reproduce the reported problem. The investigation determined that there was no fault found with the returned device. Resmed's risk analysis for the use of this device remains acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery was discharging quickly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an external battery was discharging quickly. There was no patient injury reported as a result of this incident.